Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 42 mg/dl. The customer stated that the insulin pump delivered 90 units of unwanted insulin, and the doctor told her that the insulin pump malfunction. Unable to troubleshoot or replace the insulin pump as the customer threw the insulin pump away. Nothing further was reported.